Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 8. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3308 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the home patient's nurse to notify her of the iipv found during evaluation.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device logs confirmed that an increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. The cause of the iipv was determined to be insufficient drain due to a use error; inappropriate bypass of the caution: negative ultrafiltration (uf) alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues that may have contributed to the iipv. The device was determined to meet the specifications relative to the iipv identified via device log review. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).